Event description:
Initial report received on (B)(6) 2010: this case was reported by a (B)(6) via the (B)(6). This group is conducting an injectable filler safety-study. The aim of the study is to register adverse events to these injectable filler materials in the (B)(6). This case involves a (B)(6) female patient. Relevant history included treatment with collagen/lidocaine (zyderm) in 2000, location: upper lip. In (B)(6) 2003 and (B)(6) 2004, the patient had been treated with poly-l-lactic acid (sculptra, batch-no. Unknown); application site: glabella, nasolabial folds, upper lip, and corner of mouth bilateral. In (B)(6) 2004, the patient suffered from pain, redness / inflammation, and nodules/induration (moderate to severe intensity) in the area of the upper lip. Corrective treatment was not performed. Outcome: ongoing at the time of the report ((B)(6) 2004). Assessment (from division of evidence based medicine in dermatology): the events were probable related to the treatment with poly-l-lactic acid.